Event description:
User reported false positive result. Information about follow up testing was not provided. Report 4 of 4.

Manufacturer narrative:
Report required by FDA for eua. (B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01834, 3014862188-2021-01833, 3014862188-2021-01832, test 1,2,3 of 4). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. Information about follow up testing was not provided. Report 4 of 4.